Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window advisory, triggered elective replacement indicator (eri) with a monitoring voltage of 2.37 volts. At this time, it is unknown what the monitoring voltage was at 27 months. Technical services (ts) recommended replacing the device as soon as possible as it has already exceeded the recommended 30 day replacement window. No adverse patient effects were reported. Additional information indicated that a change out procedure will be performed in the near future.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.